Event description:
A 32mm device was initially placed but encroached on the mitral valve leaflet. The 30mm device was then implanted. Following extubation, the patient developed ventricular tachycardia and fluoroscopy showed the device in the right ventricle outflow tract. The device was percutaneously retrieved but the patient later developed pericardial effusion requiring surgery and patch closure of the defect. The patient was reported to be okay.

Event description:
The account stated that the axsym bnp assay list #8g82-20 lot 53641hn00 generated discrepant results for one patient. An initial result of 2.29 pg/ml was generated. The sample was repeated with results of 115.93 pg/ml and 118.63 pg/ml generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). Testing of an internal serum-based panel using the same device lot number stored at abbott laboratories met internal specifications. Review of complaint tracking and trending data did not identify a trend in reports related to the customer's complaint. Review of manufacturing and complaint records did not identify any issues. Based on the investigation, patient results are not impacted. A device malfunction did not occur. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.